Event description:
It was reported that the zimmer skin graft mesher was tearing the skin. Add'l clinical f/u with the hospital indicated that there was no info recalled by surgical staff members questioned. It was also reported that there had been no incident report completed at the time of the reported event, which would have documented any implications to a pt.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.